Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6); implanted: (B)(6) 2009; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); ubd: 02-oct-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 1300mcg/ml at 290mcg/day, fentanyl 2000mcg/ml at 447.0mcg/day and bupivacaine 8.0mg/ml at 1.78mg/day via an implantable pump. The patient¿s medical history included cerebral palsy (cp). The physician reported inconsistent dosing. The patient would receive adequate therapy for a few days then would have increased symptoms for a few days. There were no environmental, external or patient factors that may have led or contributed to the issue. Diagnostic and troubleshooting included aspiration at the clinic which was unsuccessful. The actions and interventions taken to resolve the issue was a full system explant. The issue was resolved at the time of the report.

Manufacturer narrative:
H3: analysis of the catheter found sc connector-coring/tear in seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.